Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to e-0 error. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved and that the initial concern is resolved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer stated that he had contacted his doctor due to the e-0 error and being unable to obtain a blood glucose test result. Customer had gone to the doctor's office the day before in order to perform a blood test. Customer's blood glucose test result when at the doctor's had been 209 mg/dl non-fasting.

Event description:
Consumer reported complaint for error message (e-0). Customer stated the e-0 error occurred several times. Customer was unable to provide product information, including the meter serial number and test strip lot number. At the time of the call, the customer reported not feeling well; customer did not specify the exact symptoms he was experiencing. Customer stated he believed his blood glucose was low and that he is drinking orange juice to raise it. Medical attention was not needed at the time of the call. Customer stated that he is anemic; customer was advised to speak with his doctor about obtaining a new meter due to his medical condition.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to e-0 error. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved and that the initial concern is resolved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer stated that he had contacted his doctor due to the e-0 error and being unable to obtain a blood glucose test result. Customer had gone to the doctor's office the day before in order to perform a blood test. Customer's blood glucose test result when at the doctor's had been 209 mg/dl non-fasting.

Event description:
Consumer reported complaint for error message (e-0). Customer stated the e-0 error occurred several times. Customer was unable to provide product information, including the meter serial number and test strip lot number. At the time of the call, the customer reported not feeling well; customer did not specify the exact symptoms he was experiencing. Customer stated he believed his blood glucose was low and that he is drinking orange juice to raise it. Medical attention was not needed at the time of the call. Customer stated that he is anemic; customer was advised to speak with his doctor about obtaining a new meter due to his medical condition.